Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device and three photographs. The event report alleges the product was used in a surgical procedure. The bag was intact. The pull string was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed secondary condition may occur if the string makes contact with a sharp object and subsequently breaks under tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. However, the investigation detected a secondary condition of broken string that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received during a laparoscopic nephrectomy the surgeon put kidney specimen into the pouch and tried to pull suture, but the suture was broken. Another device was opened but prior to input the specimen they noticed the pouch was broken .another device was opened and it worked fine.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon opened the device and noticed the pouch was broken prior to putting the specimen in the device. The device was used in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The current status of the patient is no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.